Event description:
It was reported that the patients leads moved positions. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).